Event description:
It was reported while using bd vacutainer® plus citrate tube, 15 tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and indicate a satisfactory draw level. Additionally, 20 retention samples from bd inventory were functionally evaluated for draw volume and all tubes tested were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.